Manufacturer narrative:
This MDR is being filed as a correction because the initial reporter's name was not included in the initial MDR. Dr. (B)(6); health professional? Yes; occupation: physician. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturer for evaluation; therefore product testing could not be performed. A video of the procedure was provided, and it was evaluated. A white foreign material piece was observed along the optic of the lens. The foreign material was much more visible after the lens unfolded. Based on the video, the reported foreign material was confirmed. The material and the source of the material could not be confirmed. A manufacturing record review could not be conducted as no serial number was provided. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: unknown, because the serial number was not provided a complete catalog #, expiration date, and serial #: unknown, not provided if explanted, give date: not applicable, there is no indication that the lens was explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA (B)(4) device manufacture date: unknown, because the serial number was not provided all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), a white crystalline material was observed on the edge part of the lens in the patient's eye. It could not be removed by the irrigation/aspiration (I/a) procedure. No patient injury reported. No further information was received.